Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: addr01 ipg implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an impedance warning was observed on the right ventricular (rv) lead for ongoing low impedance. The lead remains in use. No patient complications have been reported as a result of this event.